Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. The outer insulation of the lead was extrinsically melted but not breached and developed cosmetic esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead indicated apparent explant damage. Product ID e2dr01aa implantable pulse generator (ipg) implanted: 2005-(B)(6), product ID 407652, implantable pacing lead implanted: 2005-(B)(6), (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited a loss of capture. The ra lead was initially programmed off, then later capped and replaced. No patient complications have been reported as a result of this event.